Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded a high out of range pacing impedance measurement greater than 2000 ohms. The patient is not dependent on rv pacing and the physician elected to continue monitoring the system. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the out of range impedance measurements were recreated with isometrics. Boston scientific technical services (ts) reviewed a chest x-ray of the patient and discussed that the lead may be under inserted in the header. The physcian elected not to perform a revision at this time and will to continue monitoring the patient via remote monitoring. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed for this system. The rv lead was tested via a pacing system analyzer and normal impedances were observed. The rv lead was then re-connected to the device and again normal impedances were measured and the pocket was closed. The physician has elected to continue monitoring the system and replace it if any further out of range measurements are recorded. This rv lead remains in service. No additional adverse patient effects were reported.